Event description:
During ingertion of the channel ligament clamp into the drilled holes to seat them, the portion of the anterior cortex underneath the device factured. This resulted in an incomplete fracture, but it was left that the device would not funciton approperiately, so physician abandoned putting it into position.